Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump had insulin flow block alarm. Customer¿s blood glucose level was unknown. Customer reported that the insulin pump did not rewind. Customer failed during displacement test. Customer reported that there was no motor movement. The insulin pump will be returned for analysis.